Event description:
The customer tested his blood glucose using his contour meter and received a reading of 300mg/dl. He retested using another meter and received a reading of 140mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to return his strips for evaluation. New strips were sent.